Event description:
The customer contact reported "pump rate inaccurate." No tracking info was provided; therefore , specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Upon receipt of the device, testing and investigation could not be performed due to a constant audible alarm condition. Repairing the device would affect testing results; therefore, further testing could not be performed.